Manufacturer narrative:
The device was returned to olympus and evaluated. The customer¿s allegation was confirmed when the device was displaying a misaligned image due to a defective coupler and the device had a damaged video cable. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the hd autoclavable camera head had an image problem and was damaged. It was not specified when the event occurred or was identified. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer¿s allegation was confirmed. It was determined that the event ¿position of the image was misaligned¿ was due to coupler breakage. The root cause was likely due to wear and tear damage. The replacement of the cable and the coupler were required as a middle repair to return the instrument to the OEM specification. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.